Manufacturer narrative:
A partial lead was received for analysis. External abrasions were noted from 11-14.6 cm and from 32.9-33.2 cm from the distal tip, consistent with friction to another device. Continuity measurements were normal for the partial lead.

Event description:
Externalized conductor between the distal and proximal coil was observed via review of fluoroscopy. No electrical anomalies were present. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.